Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the customer's insulin pump alarmed a button error. The blood glucose reading was 213mg/dl. Nothing further reported.